Event description:
Caller indicated the reilon prime was reading high. He got reading 289 with meter took 16 units of insulin and within 5 minutes it dropped to 93 and it dropped so fast he was getting ready to pass out and the ambulance was involved. Incident started at night around 7 or 8 when he took his blood sugar he got 289 and he was surprised because he never gets that high. The highest he gets is 226 but from a different meter the free style. After that he went to have his meal and was not feeling well and then he took his insulin. Next he noticed he couldn't move and then the wife came and saw him. Arkray attempted to get more information but after a few questions the customer was not cooperative. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.